Manufacturer narrative:
H11: the analysis of the log files revealed that the cockpit freeze was caused by multiple graphic user interface (gui) timeout responses to hlm internal checks. As part of hlm safety architecture, essenz sw implements watchdog calls to the gui every 2 seconds. When the gui doesn¿t respond to 12 watchdog calls (24 seconds), a reboot is triggered to restore cockpit functionality. This is a safety countermeasure by design. This condition doesn¿t affect the pumps¿ functionality. The pumps continue to run according to the previous setting during the entire event duration and can be controlled by control unit (cu) or backup control unit (ccu). Based on the investigation findings, the most probable root cause of the reported cockpit restart was an isolated graphic user interface (gui) timeout in response to internal system checks. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova received a report of an essenz cockpit which restarted automatically after few minutes from procedure start. During this period, all pumps, gas blender and venous clamp worked properly. The perfusionist selected last case and the cockpit was working again.there was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11: livanova deutschland manufactures the essenz hlm. Cockpit logs were provided and analysed, confirming the event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.